Manufacturer narrative:
Date of birth - requested but not provided, sex - requested but not provided, (B)(6), ethnicity - requested but not provided, race - requested but not provided, implanted date: device was not implanted, explanted date: device was not implanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, (B)(4) has been referenced in the conclusions section of evaluation codes. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angioseal was unable to be locked for pull back. The device was removed from the patient and manual pressure was used for vessel closure. The procedure was done by the doctor. Left groin peripheral leg procedure. It was reported that blood loss was less than 250 cc. The procedure outcome of the case was reported to be successful. It was reported that the patient is fine.

Manufacturer narrative:
One used 6 fr angio-seal vip was returned for evaluation. The following components were returned: the hemostatic sheath mated with the arteriotomy locator, the carrier tube assembly, and the guidewire. Visual inspection of the carrier tube assembly revealed no anomalies as it did not appear to have been used. Visual inspection of the hemostatic sheath mated with arteriotomy locator revealed no anomalies. The arteriotomy locator was not locked with the hemostatic sheath. Functional testing was conducted by inserting the arteriotomy locator into the hemostatic sheath. This resulted in both an audible click being heard and a faint tactile click being felt. There was resistance encountered when trying to pull the locator out of the hemostatic sheath. Microscopic inspection was then conducted on the hub of the hemostatic sheath and along the arteriotomy locator. No anomalies such as deformation were noted along the edges on the locking mechanism of the hemostatic sheath hub. Flash was observed on arteriotomy locator at the junction between the hub and tubing. The flash was measured and was confirmed to meet manufacturer specification. Within the snap-lock area, the distal ridge was able to be observed but with limited distinction on the microscopic level. The angio-seal vip IFU states: "insert the arteriotomy locator into the angio-seal¿ insertion sheath (figure 1), making sure the two pieces snap together securely. To ensure proper orientation of the arteriotomy locator with the sheath, the hub of the locator and the sheath cap fit together only in the correct position. The reference indicator on the locator hub must align with the reference indicator on the sheath cap." The complaint cannot be confirmed for insertion difficulty. Per the complaint description, the "angioseal was unable to be locked for pull back". The allegation against the "angioseal" was concluded to be against the arteriotomy locator mated with the hemostatic sheath as the carrier tube assembly did not appear to be used and no deformation was found along the locking mechanism of hemostatic sheath hub which would have indicated former mating between the carrier tube assembly and hemostatic sheath. The allegation the arteriotomy locator and hemostatic sheath were unable to be locked was not confirmed as the device was subjected to functional testing and an audible click was heard and a faint tactile click was felt. Microscopic visualization revealed flash within specification on the arteriotomy locator. The distal ridge was not prominent; however, functional testing and use was done before microscopic visualization and could have contributed to this fact. No other anomalies were noted with the arteriotomy locator. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.